Event description:
A cusa excel 23khz standard tip elt (extended life tip) was initially reported to have "broken, but did not happen inside a pt". Add'l info received on (B)(6) 2013, changed the reporting status to a MDR. The event was described as follows: "the cusa was being used during surgery. All of a sudden it stopped working". The nurse in charge examined the handle and tip and noted that the tip had broken inside the flue. The pt did not incur an injury as a result of this event and the event did not lead to a significant increase of surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. A review of 12 month complaint history for the c4601elt tip revealed one add'l complaint in this time period, unrelated to the reported defect. No adverse trend was identified. Conclusion: complaint inconclusive. The complaint related device has not been received. If the broken tip is received, the complaint file will be reopened. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purpose.